Event description:
Event description guidant received information that this ventricular lead had dislodged and moved. There was a complete loss of sensing and capture. The patient did not feel symptomatic.